Event description:
This is being filed to report the clip slightly opened after deployment, requiring an additional clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was then advanced, and the clip was deployed successfully. After the clip was deployed, the clip slightly opened. The clip remained stable on both leaflets. A second clip was deployed to secure the first clip and further reduce mr. Two clips implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.